Event description:
It was reported that 4 to 6 weeks following a sling procedure, the pt returned with complications. Upon examining pt, doctor described finding "granulated tissue" and oozing from the wound. Cultures were performed and surgical intervention was required to correct.